Manufacturer narrative:
Follow-up #1: date of submission 3/18/16 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: display is dim/fading (pink). Unrelated to the complaint, the battery compartment is cracked to the left of the bumper pad at the threads traveling and at the threads traveling through the u-groove; the returned battery cap was stuck to pump and had to be forcibly removed; the battery compartment threads are stripped; battery cap threads are stripped and cap is cracked near the contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.